Event description:
The pt's father reported that the infusion device does not display e4 (occlusion) error or the error is displayed too late. The father had previously reported that e4 was displayed on the infusion device but no occlusion was found when he checked the infusion tubing. On (B)(6) 2011, the pt's glucose elevated to up to 400 mg/dl despite bolusing through the infusion device. The father disconnected the infusion tubing from the headset and bolused but no insulin was delivered and no e4 was displayed. The father changed the infusion tubing and bolused and the pt's blood glucose decreased. The pt's normal blood glucose level is 120-140 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.